Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07144. It was reported the patient experienced unintended rib stimulation in addition to loss of stimulation in the desired areas. Reprogramming was unable to resolve the issue. Surgical intervention is planned as the next course of action.